Manufacturer narrative:
The reported event is unconfirmed as it could not be replicated. Visual evaluation noted the returned sample was found to be bent/deformed. This observation of bent/deformed guidewire does not signify a failure mode of the manufacturing processes. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that guidewire skinning was barbed during loading of devices in upper ureteral stenosis surgery and new guidewire was replaced. Per notification from investigator on 16oct2024, the customer returned two additional used guidewires.